Manufacturer narrative:
A device history review was conducted. The report indicates that there are no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition.subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device shows blunt cutting edges and wear and tear all over on the surface. Our investigation shows that the cutting edges are blunt. At the coupling piece of the reamer are clearly visible wear marks, which indicates that this was an often and intense used instrument. The broken off fragments are not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. It is likely that contact with other metallic materials (e.g. Bent guide wire) led to an instantaneous application of mechanical overload and hence to the fracture of the instrument. The exact cause of this occurrence cannot be defined, because no detailed clinical information was provided and the broken fragment was not sent back for investigation. No product fault could be detected.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a pfna (proximal femoral nail antirotation) surgery, while drilling with the reamer and insertion of the pfna (proximal femoral nail antirotation) blade the reamer broke in the patient. Xrays were taken during the surgery and abnormal pictures were observed. It was impossible to remove a tip of the reamer and it was remains in the patient. This report is 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.